Manufacturer narrative:
(B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the z.s.g.m. Cutter on october 8, 2019 revealed that the device produced an incomplete sample mesh and was deemed nonrepairable. The cutter was sent back from the customer loose in the case. Repair of the z.s.g.m. Cutter was not performed as the device will be scrapped. While the returned product investigation confirmed that the z.s.g.m. Cutter produced an incomplete mesh, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the cutter was received from the customer damaged. During the investigation, it was revealed that the device produced an incomplete sample mesh. No adverse events were reported as a result of the malfunction.